Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a cgm accuracy issue. At around 230pm, the patient¿s cgm values¿ started acting up¿. His cgm value ¿stuck¿ around the 60s mg/dl. The patient self-treated with juice and a peanut butter and jelly sandwich, but the cgm value did not increase. Eventually the patient went to sleep and during this time, the patient had drooled all over his shirt and his body temperature dropped to 95. The patient¿s daughter took him to the fire station for evaluation, where his bg meter reading was 37 mg/dl. No cgm comparison value was reported at this time. He was freezing and couldn¿t stand. The patient stated when his bg is low, he can¿t rationalize things and it also affects his memory, so the details he can provide about this event are limited. The staff at the fire station treated the patient with an unspecified IV fluid and transported him to the emergency room (ER). At some point, the patient¿s bg meter reading increased to 114 mg/dl after treatment while the cgm was reading in the 50s. When the patient got to the ER around 720pm, the patient¿s bg meter reading was 500 mg/dl, and the patient was having heart palpitations. The patient was then treated with 8 units of insulin. He also had a chest x-ray and some blood work done. The patient was discharged home around 1220am. The patient was ¿irritated¿ at the time of report. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. No additional patient or event information is available.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the werable. As previously reported, data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information h3: device evaluated by mfg - additional. H6: type of investigation - additional.